Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. A re-intervention was performed 2 weeks post-op to place an aortic cuff within the aortic body stent graft sealing rings followed by the placement of coils which successfully resolved the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.